Event description:
Related manufacturer report number: 1627487-2022-00284. It was reported that the patient¿s leads had migrated resulting in ineffective stimulation. The issue was confirmed through x-ray testing. During leads reposition procedure it was noted that one of the anchors has fractured. As result, the anchors were explanted and replaced resolving the issue. It is unknown which anchor was fractured so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.